Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that he had low blood glucose readings and the pump did not wake him up. The customer stated that he had been experiencing low blood glucose readings for 4 years. The customer stated that he will black out at night and not know what happened until he wakes up. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was not admitted to the hospital regarding his low blood glucose readings. The customer was advised to speak with their health care provider regarding low blood glucose readings.